Event description:
It was reported that an unknown spaceoar was implanted on an unknown date; the hydrogel had surrounded the prostate. The gel was placed anterior to denonvillier's fascia, which allowed it to envelop the prostate and potentially enter vascular spaces. In the physician's assessment, since the patient did not exhibit symptoms immediately after the implant, he would likely be fine and not experience embolization. However, it was noted that there was minimal to no spacing between the hydrogel and the prostate.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/02/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.